Event description:
It was reported that a pt underwent a successful x-stop procedure at levels l2/l3 and l3/l4. Reportedly, both devices were removed due to recurrence of symptoms. A laminectomy with a posterior fusion was performed. It was noted that the pt had an excellent response to the initial surgery. No additional info was reported.

Manufacturer narrative:
Add'l lot: # 2052743. (B)(4). Device was not returned; followed up with company rep.